Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch, all closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have only received one open and unused sample with the needle detached from the thread (thread is still wound on the pack). However, without any closed sample, we cannot carry out an analysis in order to take a decision. In spite of receiving a defective sample, since we do not have closed samples to perform the required tests, we will consider this complaint as not confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product were 0.83 kgf in average and 0.61 kgf in minimum and fulfilled the european pharmacopoeia (ep) requirements (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open sample received shows that the needle escaped from the thread. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that the thread was not connected to the needle. Additional information has not been provided.